Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Ogden provided blood port caps and adapter caps were attached to the dialyzer. The fibers were wet. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane (pu) material was distributed evenly and was noted to be intact, without any visually identifiable damage. The returned sample was subjected to a laboratory bubble point test. No leaks were observed on either end of the dialyzer. The dialyzer was subjected to a destructive disassembly for further visual examination. Both screw flanges were removed, and subsequent visual examination of the pu cut surfaces noted both ends to be intact. No visual damage, irregularities, or separations were identified. The fiber bundle was then removed from the dialyzer housing for further visual examination. The fiber bundle did not identify any damage or irregularities; no kinked, looped, or damaged fibers were noted. No voids were identified. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. The investigation into the reported complaint was unable to confirm the event. No problems were detected during testing of the actual complaint device.

Manufacturer narrative:
Correction: d10; the complaint device was returned to the manufacturer on 08/17/2020, not on 09/01/2020.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak that occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the facility¿s clinic manager (cm). The cm confirmed all event details that were initially provided by the rn. The blood leak was reportedly internal and visible in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Two blood test strips were used to test for the presence of blood, and they both tested negative. The cm did not have an explanation as to why they tested negative. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was halted, and the machine was pulled from service. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 275 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The 2008t hd machine that was pulled from service was evaluated and passed all testing. The cm stated it was then returned to service. The dialyzer was reportedly available to be returned for a manufacturer evaluation.